Manufacturer narrative:
Product complaint # (B)(4). Changed h6 medical device problem code to no reported product problem. Added h6 health effect clinical code fall. Mwr-15012021-0000879053, is being retracted. Additional information received resulted in a change of reportability status. Rationale: (B)(6) 2021: additional information received from the surgeon indicating the patient had experienced several falls and the mcl rupture was likely traumatic in nature. The coding for the poly wear of the tibial insert will be removed based off the information of the surgeon and that there was no suggestion of any injury or implant failure prior to the start of the patient falls. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correct h6 codes. Added h10 rationale for changes.

Event description:
Additional information received indicated that there was an uneven wear on the tibial insert. The patient also have had several falls. Affected side is the left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received tibial insert revealed damages consistent with wear. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed h10 additional narrative: UDI (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon revised an attune revision construct. He was able to keep the tibial components in place and implanted an srom hinged femur with an lps/attune revision bridging bearing. Surgeon said it was because of an mcl rupture, which caused instability. He extracted the femoral component, offset adapter and press fit stem. Plus the insert.